Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 12.0x40 75cm mustang¿ catheter balloon was advanced for pre-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.